Manufacturer narrative:
The cmax surgical table subject of the reported event is approximately nine years old and is serviced and maintained by the user facility's biomedical department. A steris service technician arrived onsite to inspect the surgical table. The technician inspected the surgical table and found damage to the back section and frame of the table. The table was removed from service following the reported event. The damaged components found during the steris service technician's inspection are being sent back to steris quality for evaluation. Investigation of this event is currently in process. A follow up report will be submitted when additional information becomes available.

Event description:
The user facility reported that their cmax surgical table was not operating properly. No report of injury, procedure delays or cancellations.

Manufacturer narrative:
Following the reported event, components from the cmax surgical table were returned to steris for evaluation. Evaluation results indicated the table sustained damage due to unknown impact. The surgical table has been in use for approximately nine years and is serviced and maintained by the user facility's biomedical department. A steris service technician replaced the damaged components, tested the table and confirmed it to be operating according to specifications. The table was returned to service and no additional issues have been reported.